Event description:
Pt had a defibrillator inserted 11/9/94. Pt presented to ER 11/15/94 with chest pain after having left his aicd defibrillate him. On chest x-ray the radiologist notes that the defibrillator wire has a break in it at the level of the superior vena cava. This pt did expire 11/15/94. Intially the aicd was intermittently firing/capturing appropriately. Later the pager would not capture. The pt was probably in cardiogenic shock as well and it is unknown if his death is directly related to the broken pacer wire.